Manufacturer narrative:
Reference medwatch MFR report # 2916596-2015-01713 for the report of the patient's heart transplant. (B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for evaluation of suspected pump thrombosis secondary to an increase in the patient's lactate dehydrogenase level (ldh). The patient had a history of sub therapeutic inr. The patient's coumadin and aspirin were continued, but plavix was discontinued and low-dose heparin was initiated in anticipation of heart transplant. The patient's ldh remained stable between 500-600 u/l. It was reported that the patient's hemoglobin also remained stable and urinalysis was negative for microscopic hematuria. Review of data log files did not reveal any power elevations. The patient was discharged home on (B)(6) 2015 on coumadin with an inr goal of 2-3 with close outpatient monitoring. It was also reported that the patient was upgraded from 1b to 1a status on the transplant list and received an urgent heart transplant.

Manufacturer narrative:
Additional information: the report of suspected pump thrombosis could not be confirmed as the pump was not returned for evaluation. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.